Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that approximatively 2 months after implantation of an intraocular lens (iol) into the right eye (od), the lens was exchanged with a different diopter of the same model lens due to the initial lens being the wrong power and rotating out of position. In the surgeon's opinion, the most likely cause of the event is that the lens shifted and changed axis of the lens. Four days post exchange, it was reported the patient¿s vision was still blurry. Additional information was requested, but not received.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6,h11 device was returned and evaluated.